Manufacturer narrative:
Concomitant medical products/ therapy: guide wire: runthrough ns terumo, sion, xt-r, sion, grandslam asahi. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts from row five to eight in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left circumflex artery. After engaging the lesion with a non-bsc guide catheter and was crossed with a non-bsc guide wire, pre-dilatation was performed with a non-bsc balloon. A 2.50 x 38mm synergy ii drug-eluting stent was then advanced for treatment. However, the device was unable to cross the lesion. After several attempts, the device was still unable to cross. Upon removal of the device from the patient's body, the stent part was found lifted. The procedure was completed with a 2.5x38mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Concomitant medical products/ therapy: guide wire: run through ns terumo, sion, xt-r, sion, grandslam asahi. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left circumflex artery. After engaging the lesion with a non-bsc guide catheter and was crossed with a non-bsc guide wire, pre-dilatation was performed with a non-bsc balloon. A 2.50 x 38 mm synergy ii drug-eluting stent was then advanced for treatment. However, the device was unable to cross the lesion. After several attempts, the device was still unable to cross. Upon removal of the device from the patient's body, the stent part was found lifted. The procedure was completed with a 2.5 x 38 mm non-bsc stent. No patient complications were reported.